Event description:
The dealer stated the unit does not have alarms, the dealer noted bad board. The dealer did not provide any additional details. The dealer did not report any patient injury or property damage. The dealer did not provide any patient details or product usage details.